Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to improper placement of endoprosthesis and branch vessel occlusion or obstruction (B)(4).

Event description:
On (B)(6)2017, the patient underwent endovascular repair of a chronic type b thoracic aortic dissection using two conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, the physician performed a left common carotid-left axillary artery bypass procedure to maintain blood flow to the left subclavian artery (lsa), and the lsa was embolized. The physician advanced an introducer sheath from the left side and deployed two endoprostheses (proximal: tgu373715j/(B)(4), distal: tgu312610j/(B)(4)). When the proximal endoprosthesis was deployed, it partially covered the left common carotid artery. The physician implanted a bare-metal stent in the left common carotid artery to restore blood flow. The patient tolerated the procedure.